Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported issue of ¿the liquid crystal display (lcd) broke¿ was confirmed by performance verification test (pvt) during power up test. Further investigation found the upstream occlusion (uso) seal was buckling. Replaced the lcd screen, lcd lens and uso seal. The device passed all testing after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the liquid crystal display (lcd) broke.¿; during device evaluation it was found the upstream occlusion (uso) seal was buckling. Patient involvement was unknown.